Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 17th, 2014 to july 22nd, 2014. Evaluation summary: the sample was returned for evaluation. A visual inspection and functional testing were performed. The device was attached to the returned vial and an in-house solution bag. The solution and drug were mixed per the label. No leaks, malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate leaked during reconstitution of ceftriaxone from a vial. This occurred before patient use. There was no patient involvement. No additional information is available. This is report 2 of 11.